Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the device did not confirm the reported breakage; however, the instrument was submitted disassembled and the celcon block and tip components exhibited significant wear. The root cause is attributed to device wear from normal use and servicing. The instrument is old and has been subjected to heavy usage. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The top portion of the instrument broke off.